Manufacturer narrative:
Patient identifier: multiple = (B)(6). This issue was previously reported under MDR number 1628664-2019-00280, under a different suspect device. During the requested field service visit, the analyzer was inspected and the reagent probes were replaced, as they had not been replaced or calibrated since november of 2017. The sample probe was also replaced since it had been in use greater than 1 year. Field service verified system performance by running all levels of quality control and the customer performed precision runs which were acceptable. No subsequent reports of discrepant results have been received. Return testing was not completed as returns were not available. A review of historical data for the 3 parts revealed no trends, systemic issues, or nonconformances. A review of the architect c16000 systems found no systemic issues or trends for the issue associated with this ticket. The architect system operations manual and c16000 service and support manual provides adequate information regarding maintenance, component replacement, limitations of result interpretation, and troubleshooting of the reported issue. Based on the investigation no product deficiency was identified for either the architect c16000, serial number (B)(4), or the sample probe (ln 01g48-03), reagent probe l (c16 rgt pr(l)rohs, ln 09d48-03), and reagent probe r (c16 rgt pr(r)rohs, ln 09d49-03).

Event description:
The customer reported falsely elevated total bilirubin results on two patients generated on the architect analyzer. The results provided were: sid (B)(6) initial = 152.2 / repeat 6.0umol/l; sid (B)(6) initial = 110.9 / repeat =13.3umol//l. The medic questioned the results prior to clinical decisions being made. There was no reported impact to patient management.